Event description:
It was reported to philips that the device gave the 1104-backup alarm failed error, and the device could not be reset. This event was reported to have occurred during patient use. The patient was transferred to an alternate ventilator. There was no delay in therapy reported.

Manufacturer narrative:
(B)(6). Further information has been requested. A supplemental report will be submitted when new information is obtained.

Manufacturer narrative:
The philips field service engineer (fse) was unable to duplicate the reported issue. The event log revealed that "check vent: backup alarm failed" (diagnosis code 1104) had occurred. Following the evaluation of the device, the fse replaced the cpu pcba as a preventive measure. The unit was then functionally tested and successfully passed specified tests.

Manufacturer narrative:
The cpu pcba was returned to failure investigation. Visual inspection of the cpu board revealed no evidence of damage or contamination. Testing of the cpu board confirmed the customer¿s reported issue. The piezo buzzer (ls1) was failing intermittently due to the insulation resistance being out of spec at 400.0 kohms.